Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). The most common complaints associated with express mini 500 (p/n 16400) devices are those related to outpatient and improper use of the device. In outpatient cases, the drain is set up on a patient by a clinician and then that patient is sent home with the drain where they are then responsible for its use and interpretation. This puts the responsibility of using the drain on a person who is not necessarily a trained medical professional with any knowledge of how to use and interpret the device. This leads to the several types of complaints outlined below, all of which share a root-cause of user error due to the user of the drain being unfamiliar with proper use of the drain. While these types of complaints are most often seen in outpatient environments, they can also occur in clinical settings. Sampling port clogged: this typically occurs when the user attempts to empty the drain with a syringe through the sampling (luer) port in order to extend the use of the drain. This can lead to collected fluid becoming trapped in the sampling port and solidifying, preventing future use of the port. This port is intended for clinicians to take samples of the drain fluid, not for routinely removing large amounts of fluid in order to extend the use of the drain. The IFU instructs the user to replace the drain when it becomes full. It also states that the use of the luer port is intended only for sampling patient drainage and that the user should not use the port or any other means to attempt to empty fluid from the collection chamber. Device queries: the users sometimes call getinge with questions about the use and interpretation of the drain. These queries stem from the users' inexperience and lack of training with the device. The IFU states that the express mini 500 is restricted for use by trained healthcare providers familiar with cardiothoracic surgical procedures and techniques, including the use of chest drains. In addition to the instructions described for each type of complaint, the IFU states that "the express mini 500 is restricted for use in a healthcare facility. The express mini 500 should not be used for outpatient drainage." This type of complaint has been thoroughly investigated and is known to be cause by user error so further DHR review is not required to understand the issue. The IFU provides adequate instructions for the setup and use of the drain, as well as instructions about the intended users and environments. Outpatient and user error complaints of express mini 500 devices are confirmed. Device nonconformances are not confirmed for these issues. The root cause of these complaints is user error. Escalation determination: outpatient and improper use complaints of express mini 500 are attributed to user error which is currently being handled by the CAPA process. Trend review of these devices is completed on a monthly basis and excursions related to trending is also handled by the CAPA process.

Event description:
The complaint was received through a direct call from the customer to the emergency support program regarding an express mini 500 drain use at home. The patient reported being able to drain fluid over the past several days despite noticing clots in the drainage area; however, on the day of the call, she was unable to drain any fluid from the port. The patient inquired about alternate methods to empty the drain. She was advised that the device should not be disconnected as it may cause harm. The patient confirmed no distress at the time of the call. With approximately 350 ml remaining in the drainage system, the patient was advised to contact her physician for evaluation. No harm was reported.